Event description:
Additional information was received from the consumer reporting that the circumstances that led to the ins being off was the spouse was in the hospital and the patient did not realize they needed charging. As soon as the device turned back on, all was good.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was charging and does not think they got a full charge of the implantable neurostimulator (ins) today. They wanted to check the implant. The patient is shaking a little bit more than normal today. They used the patient programmer (pp) to check the implant status and the pp showed the ins was off. They were assisted with turning therapy on and check battery level. The pp is 100% and ins is 75%. The patient stated once they turned on therapy, their tongue was acting funny. It was recommended the patient consult with the healthcare provider (hcp) office regarding the symptoms. The pp showed ins on/ok.